Manufacturer narrative:
The device remains implanted ;therefore, analysis of the device is not possible. Device history review (DHR) results: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, two devices were scrapped (vg). In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Device labeling: breast cancer - reports in the medical literature indicate that patients with breast implants are not at a greater risk than those without breast implants for developing breast cancer. Reports have suggested that breast implants may interfere with or delay breast cancer detection by mammography and/or biopsy; however, other reports in the published medical literature indicate that breast implants neither significantly delay breast cancer detection nor adversely affect cancer survival of women with breast implants. A large follow-up study reported no evidence of an association between breast implants and cancer, and even showed a decreased incidence of breast cancer compared to the general population.

Event description:
Health professional reported left side "breast cancer." From (B)(6) 2014, radiation exposure was provided as treatment and the patient later died, due to breast cancer. Event of breast cancer was determined to be device related and the physician assessed the causality as unknown.